Manufacturer narrative:
The device was returned to biosense webster (bwi) for evaluation. A visual inspection, and screening and irrigation test of the returned device was performed following bwi procedures. Visual analysis revealed reddish material and a hole in the surface of the pebax. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 and no impedance appeared on the system due to two open circuits on the tip area. No magnetic issues were observed. An irrigation test was performed, and the device was flushing correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device lot number 30978381l and no internal action was found during the review. The reddish material inside the pebax could be related to the magnetic and high temperature issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The force issue reported by the customer was confirmed due the open circuit found at the tip area. The impedance issue observed during the analysis is unrelated to the issue reported by the customer. The potential cause for the two open circuits at the tip area related to the force and impedance issue could not be determined. In relation to the reddish material inside the pebax, the instructions for use (IFU) states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. In relation to the high temperature issue, the IFU contains the following warnings and precautions: in the event of a generator cutoff (impedance or temperature), the catheter must be withdrawn and the tip electrode inspected for coagulum before rf energy is reapplied. In relation the force issue, the IFU contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath as part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro¿ catheter for which biosense webster¿s product analysis lab (pal) identified a reddish material and a hole in the surface of the pebax. Initially, it was reported that during a paroxysmal afib case, as they connected the qdot catheter and zeroed it, random values of contact force appeared (mostly above 90g or as high) without the catheter being in contact with cardiac tissue. The magnetic interference icon kept on intermittently appearing and the error messages 88 (force reading accuracy may be reduced), 410 (map severe magnetic distortion) and 402 (map points cannot be acquired). When it was possible to ablate (qmode+ with 90w at 4s), the ngen generator would terminate ablation with less than 1s and the reason for termination message stated: electrode - temperature gradient too high. The patches and ground electrode placement were checked on the patient, but it was not in contact with any metal. The patient did not have a pacemaker or any metal device implanted. They changed the qdot cable, with no changes. The patient interface unit (piu) was restarted and the qdot unit without any of the ablation cables/catheter connected and the issue temporarily subsided, so they proceeded with ablation. After a while, as they proceeded to the right pulmonary vein, the same issue occurred with abnormally high contact force values when the catheter was not touching the tissue. They then proceeded to using a new catheter which resolved the issue. The procedure was successfully completed and there was no patient consequence. The magnetic sensor error, force and high temperature issues were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion on 03-jun-2024, there was a hole in the surface of the pebax. This was assessed as MDR reportable with an awareness date of 03-jun-2024.